Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
No product return.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Reportedly, a 3000, 21mm valve was explanted after a 44 month implant duration due to calcification. No additional information is available at this time.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.